Event description:
The patient came in 2 years and 3 months after the primary surgery due to signs of an infection and the pathogen is unknown. The surgeon explanted the stem, poly, metaphysis, glenosphere and performed a washout, then reimplanted the stem, metaphysis, poly, glenosphere with antibiotic beads. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 20 december 2021: lot 2004025: (B)(4) items manufactured and released on 20-apr-2021. Expiration date: 2026-04-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved: batch review performed on 20 december 2021: reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k170452) lot 2004007: (B)(4) items manufactured and released on 12-may-2021. Expiration date: 2026-04-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Reverse shoulder system 04.01.0183 short humeral diaphysis - cementless - 10 (k180089) lot 2103578: (B)(4) items manufactured and released on 27-apr-2021. Expiration date: 2026-04-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Reverse shoulder system 04.01.0123 humeral reverse hc liner ø39/+3mm (k170452) lot 2103242: (B)(4) items manufactured and released on 28-may-2021. Expiration date: 2026-05-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.